Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the tip electrode was damaged. The distal tip was bent. It was noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt, the physician had to move the lead after the initial placement, and at that time the helix 'took a lot of turns' to extend. Following placement, the lead exhibited high/unacceptable thresholds, and when the physician attempted to remove it, the helix retracted with difficulty. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.